Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards as it was already discarded by the hospital. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately twelve (12) years and four (4) months, was explanted due to aortic stenosis and insufficiency. Operative findings indicated that the valve had calcific sclerosis of the leaflets, where one of the leaflets was torn-free from its strung along one edge. Patient was transferred to the intensive care unit in stable condition.